Event description:
The lay user / patient contacted lfs (B)(6) 2011 alleging that she was unable to test her blood glucose due to the meter displaying the date and time after she replaced the battery. The customer care advocate (cca) assisted her and the alleged issue was resolved over the phone. The patient also mentioned that a month ago, the meter would not power on at all, due to not replacing the battery. She was unable to test her blood glucose for a month. Sometime in december, she developed symptoms of feeling thirsty all day. She did not seek any medical attention or contact her physician for assistance. She did not change her diet and did not self-treat. The patient refused to answer any additional questions. Although the alleged issue with the date and time was resolved over the phone, the meter was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she was unable to test her blood glucose and at an unspecified time later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
510 (k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.